Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-04285. It was reported the patient (B)(6) experienced inconsistent ineffective stimulation. System diagnostics determined high impedances on the right lead. Reprogramming restored the effective stimulation at the time. X-rays revealed the fracture on the lead. Subsequently, surgical intervention was undertaken on (B)(6) 2017 wherein both the leads are explanted and replaced with another model which resolved the issue. Reportedly, effective stimulation was restored postoperatively. Implant date is unknown for model 3189. It is unknown which one is the right lead. Therefore, both the leads are being reported.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2017-04285.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2017-04285.